Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) with no information. Information identified in the online obituary reported that patient died approximately three months post-implant of the ipg. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.